Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin, the device experienced clotting. This event occurred once. The following information was provided by the initial reporter. The customer stated: the customer's report is that clotting occurred in one tube, not in the labo but in the facility.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin, the device experienced clotting. This event occurred once. The following information was provided by the initial reporter. The customer stated: the customer's report is that clotting occurred in one tube, not in the lab but in the facility.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10.